Event description:
The surgeon implanted a cc4204bf collamer plate lens in the patient's left eye but the trailing haptic tore off as it was being inserted. The lens was removed with no patient injury or event. The facility stated the delivery system may have caused the haptic to tear. An msi-pf injector and sfc-25 cartridge were used but the lot numbers were not provided by the facility. The patient's prognosis is good.